Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The device was received by carefusion and was evaluated. No malfunction related to the touchscreen was found, the reported complaint could not be duplicated.

Event description:
The customer reported the touchscreen is not responding, while using the vela ventilator. The customer reported there was no incident at the time the issue was discovered and there is no patient involvement associated with the event.